Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Upon investigation of the needle mechanism, no defects, damages or defects were found that may contribute to a malfunction. Although no issues were noted, the cause of the reported event could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports upon activating the pod he heard the click of the needle advancing but did not feel the needle enter the skin. The pink slide moved forward and the cannula was visible. The pod was not worn.